Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level and the insulin pump was over delivering. The customer¿s blood glucose level was 50 mg/dl at the time of incident and current blood glucose level was 102 mg/dl. The customer was treated with food, sugar and glass of coke. The customer alleged insulin pump was over delivering because the insulin pump¿s setting need to change. The insulin pump will not be returned for analysis.